Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one c146f7 catheter with an attached monoject 1.5cc limited volume syringe for examination. The balloon had an interlumen leakage between the distal and inflation lumens due to a crack in the distal lumen. The catheter body was clamped and it was determined the leakage was in the catheter tip. The balloon was removed and a cut down of the catheter body was performed to observe the crack. All other lumens were patent without any leakage or occlusion. No visible damage was observed from rest of catheter body or the returned monoject 1.5cc limited volume syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history record results once received.

Event description:
It was reported that a balloon was tested and a hole was observed in the balloon. Another catheter was used and worked fine. No patient complications were reported.